Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the tube clamp was sticking. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) switched out the tube clamp assembly from the spare roller pump. The unit operated to manufacturer specifications and was returned to clinical use. The fsr will replace and install the new assembly once part is received. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.